Manufacturer narrative:
(B)(4). Heparin; embolic protection: emboshield (22434-19/483459). The stent remains in the patient's body. There was no reported product deficiency. The reported patient effect of death is a known adverse event as listed in the xact instruction for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent stenting in the right internal carotid artery with the xact stent. On (B)(6) 2010, the patient expired of unknown cause. Though requested, there was no additional information provided.